Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg110307-01, 241.0iu/ml hcg urine control lot: hcg111020-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control, (n=5). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control, (n=5). Clearly positive results were observed at 3 minute read time when tested with 241.0iu/ml hcg urine control, (n=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number, and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain products. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. As of (B)(4) 2012, (B)(4) cases have been reported on this lot. No corrective action required at this time as no product deficiency was established.

Event description:
Customer reported potential false negative urine hcg result on consult diagnostics hcg dipstick. Customer reported to distributor that one of the doctors obtained a negative result on an hcg test and another test on the same patient was positive. This patient had a sonogram which indicated the patient was pregnant. The customer uses pregnancy tests prior to procedures and vaccinations and want to ensure they are accurate. No patient information was provided.